Event description:
Information was received regarding a cadd administration set. It was reported that the filter was leaking. It is unknown if the reported event occurred while in use with a patient. There was no adverse effects reported.